Event description:
It was reported that the patients ipg was no longer operable. Surgical intervention was undertaken on (B)(6) 2023, where the ipg was explanted and replaced. Therapy was restored post-op.

Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received. It was reported to abbott, a patient¿s ipg was replaced due to being at end of life. A complication occurred. The model 3159 lead appeared kinked or fractured. Upon plugging the lead into the new battery, it gave all high impedances. The physician decided to leave the lead plugged into the new battery, although it did not appear to be functioning. Therapy was restored using the other lead. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, the cause of the reported issue was determined not to be product related.

Manufacturer narrative:
H6 - investigation conclusions code "24 - cause traced to intentional off-label, unapproved, or contraindicated use" has been removed.